Manufacturer narrative:
Correction: d10 additional information: d9. H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was attempted on the cycler and an infestation was found. The cycler was quarantined, and therefore additional device investigation activities could not be performed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Due to the inability to completely evaluate the cycler, an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the cycler after ending the patient's pd treatment. The pdrn did not feel comfortable to continue use of the cycler because the fluid leak does not look like it was from the solution. The patient reported receiving an unknown alarm prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The nurse was advised to discontinue the use of the cycler and follow up with the patient's peritoneal dialysis nurse (pdrn). A replacement cycler was issued. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the cycler after ending the patient's pd treatment. The pdrn did not feel comfortable to continue use of the cycler because the fluid leak does not look like it was from the solution. The patient reported receiving an unknown alarm prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The nurse was advised to discontinue the use of the cycler and follow up with the patient's peritoneal dialysis nurse (pdrn). A replacement cycler was issued. Additional information was requested, however to date has not been provided.